Event description:
The customer reported a cartridge change error with the pump, which caused their blood glucose level to exceed 500 mg/dl, displaying as "high." To address the issue, the customer administered a manual insulin injection and was guided through troubleshooting steps by technical support. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.